Event description:
Patient reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted in the summary report of 3rd quarter 1998. Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011552. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.9, h.3, h.6

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: h.11.

Event description:
Patient reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later confirmed left side deflation. The device has been explanted.